Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360 t2 implant couldn´t be deployed. The t1 implant was not implanted in the patient. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is not on the needle but attached to the suture. The t2 and suture are on the needle. The actuator is in the pre-t1/post-t2 position. The needle is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will not cycle due to the bend in the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.